Event description:
It was reported that pump charging port casing was cracked. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, was reported to be out of warranty and in process of renewal, and no additional information was received regarding actions taken or outcome of event.